Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (aca) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the distal tip of the first smart coil became stuck in the distal tip of its introducer sheath during advancement. Therefore, the smart coil was removed. The procedure was completed using a new smart coil, five additional non-penumbra coils, and the same microcatheter. There was no report of an adverse effect to the patient.